Event description:
It was reported that a malfunction occurred with the pump, identified by malfunction code malf 0, and the pump was not reset within the last 24 hours despite attempts. There was no adverse impact to the customer¿s blood glucose level. Customer service advised the caller to reset the pump, but the same malfunction code recurred. Consequently, a replacement pump with updated software was sent to the customer, who agreed to use mdi as a backup therapy. The customer understood the instructions provided by customer service, including putting the original pump in storage mode, returning it to tandem, and programming and connecting their new device.